Manufacturer narrative:
This patient received bilateral tmj devices in (B)(6) 2018. On (B)(6) 2019, the surgeon removed the patient's tmj devices and placed antibiotic spacers in both joint spaces. Microbiology testing showed growth of (B)(6). The surgeon plans on placing revision components after the infection has been resolved.

Event description:
The patient's bilateral tmj devices were removed due to infection.